Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, manual recovery required. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been offline and required to check synchronization. A technical support specialist (tss) logged in as carefusion support, then logged off to carefusion admin. The tss stopped the maintenance and data synchronization (data sync) services, monitored data sync, executed scripts and saved the results. After running a structured query language, the tss restarted the data sync service and monitored until the "no variation in change tracking version" message appeared. The tss then restarted the maintenance service and the station into application mode, logged into the patient encounter system, updated the synchronization change tracking chunk size, saved the changes and confirmed that the refill transactions were showing up on the enterprise server report to resolve. The system functioned as intended after the technical support specialist troubleshot the device.